Event description:
The instrument was used during a laparoscopic cholecystectomy. It was reported the clips fell off the cystic vessels and clips were scissoring. Another er420 was opened to complete the case. There was no consequence to the pt.